Manufacturer narrative:
Complaint conclusion: a 2.5x300mm saber pta balloon was noticed to be sucking air during attempted prep of the balloon on the sterile table when pulling negative. The balloon was not used in the patient and a new one was used. Aspiration of the balloon port continued to have air bubbles enter the syringe after a period of time that was deemed too long not to be consistent with either a defective inflation/deflation hub, or an incontinent balloon. The user wanted to make sure that it wasn't the connection between the syringe and the balloon that was causing the extra air, so the user decided to try an indeflator. When connected to the indeflator, balloon was still receiving the same amount of excessive air. The physician was watching over the user¿s shoulder and confirmed that something was not correct with the balloon and asked for a new one. The balloon was not removed from the housing. It was not inflated. The physician didn't want to waste any more time on a defective balloon to see where the leak was. It was taken off the table, still intact in the housing at the end of the case. The protective barrier and stylet were never removed from the balloon. The balloon that replaced the defective balloon worked just fine with the same indeflator, and it maintained the negative pressure. The product was returned for analysis. A non-sterile saber 2.5mm x 30cm 150cm balloon catheter was returned. Per visual analysis, the balloon was returned with a yellow protective tube in situ. No anomalies were noted. Per functional analysis a lab sample .018¿ guide wire was inserted through the guide wire lumen via the tip. Then, an indeflator device was attached to the inflation lumen and negative pressure was applied. The balloon was normally deflated. Next, positive pressure was applied and the balloon was successfully inflated. No anomalies were observed. A device history record (DHR) review of lot 17433987 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-leakage-during negative prep¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. According to the instructions for use ¿preparation attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device was returned for analysis, but the engineering report was not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 2.5x300mm saber pta balloon was noticed to be sucking air during attempted prep of the balloon on the sterile table when pulling negative. The balloon was not used in the patient and a new one was used. Aspiration of the balloon port continued to have air bubbles enter the syringe after a period of time that was deemed too long not to be consistent with either a defective inflation/deflation hub, or an incontinent balloon. The user wanted to make sure that it wasn't the connection between the syringe and the balloon that was causing the extra air, so the user decided to try an indeflator. When connected to the indeflator, balloon was still receiving the same amount of excessive air. The physician was watching over the user's shoulder and confirmed that something was not correct with the balloon and asked for a new one. The balloon was not removed from the housing. It was not inflated. The physician didn't want to waste any more time on a defective balloon to see where the leak was. It was taken off the table, still intact in the housing at the end of the case. The protective barrier and stylet were never removed from the balloon. The balloon that replaced the defective balloon worked just fine with the same indeflator, and it maintained the negative pressure.